Manufacturer narrative:
The device was received with both seals intact and cracked on right plunger case. History log showed force sensor error power up process, check and test force sensor testing found force sensor test error was found at power up and unable to calibrate the force sensor. Fluid ingression was found inside plunger assembly. The root cause was attributed customer damaged. The tech replaced plunger assembly. Performed power up process and all functional testing which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was force sensor error - wont calibrate. No patient injury reported.